Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an infusion set expiration notification indicating the set had reached the three-day wear limit, then experienced difficulty filling the insulin cartridge and overfilled it, causing the cartridge bottom to dislodge, after which the user drew insulin from a pen and completed a supply change with remote guidance. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin delivery after the guided supply change without hospitalization. Investigation included customer care agent troubleshooting and user education on infusion set change timing and cartridge filling technique. Investigation of this case revealed user handling error during cartridge filling with no evidence of device leakage prior to manipulation and no device alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge preparation.